Event description:
Complainant reported that a family's surge protector, provided with their technology hub, presented overheating and melted a wire. The voltage regulator power cord going to the electronics package started getting real hot and burned the wire on the end . The reporter did not indicate there was an injury that resulted from the event.

Manufacturer narrative:
Investigation summary - multiple attempts were made to gather additional information relevant to the investigation. Five emails were sent to the complainant and were unsuccessful in obtaining any information. In one response from the complainant (the dme), he could not recall the event. The product was not returned for examination by cubby bed's personnel. Cubby beds requested photos or other information but none was provided. The event could not be confirmed due to no objective evidence of the event being provided. Based on the order number provided, it has been confirmed that the correct surge protector was shipped with the order. Grey color - ge pro 3 outlet surge protector power strip, 8 ft is the standard component shipped with the technology hub. Root cause - based on the review of manufacturing process controls associated with the technology hub, assessment of the results of attempts to reach out to the customer to determine any additional information, review of prior similar complaints, assessment of the related risk items within the product risk management file, and product labeling, the root cause is inconclusive. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.